Event description:
It was reported that the patient¿s blood glucose was 213 mg/dl several hours after dinner while using the ilet, with a recent infusion set or supply change completed about an hour before the meal and an earlier accidental double meal announcement reported that morning. Symptoms included hyperglycemia without reported complications. Outcomes included continued home monitoring without alerts, alarms, or need for emergency care or hospitalization. Investigation included troubleshooting and education with the caregiver regarding potential contributors such as insulin delivery timing, supply integrity, and the double meal announcement. Investigation of this case revealed no device alarms or malfunctions and no confirmed device component failure, with the cause of hyperglycemia remaining unclear given the potential effect of dosing inputs and recent supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.